Manufacturer narrative:
(B)(4). Date of initial report: 03/08/2011. The return of the incident generator has been requested. To date the incident generator has not been received for evaluation. If the generator is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that before the start of the procedure when the generator was turned on, "set output to zero" was displayed on the status window. Although the output control knob was turned left to zero, the alarm kept sounding. The generator was rebooted several times but the problem was not solved. Another generator was used to complete the procedure. There was no pt harm due to this event.